Manufacturer narrative:
The device history record review confirms that the unit met all material, assembly and performance specifications. The guidewire was received in two pieces: the distal section measured 108cm and the proximal section measured 95.5cm. Visual inspection of the device found several kinks on both pieces. The separation occurred at the hypotube. Both pieces of the guidewire were sent for further analyzed using scanning electron microscopy (sem). This revealed that the fracture surface exhibited elongated dimple ruptures, material cracking and propagation indicative of a bending action. Compression and tension zones were observed. No material anomalies were detected. The guidewire fracture was caused by a bending moment. From the information provided and the investigation results the separation of the guidewire was most likely related to the manner the device was handled. Therefore, a root cause of handling damage has been assigned to this event.

Event description:
Analysis of the returned device found that the guidewire was fractured at the hypotube. There was no reported clinical consequence to the patient.